Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that once the bd insyte¿ autoguard¿ bc shielded IV catheter with blood controls are connected the IV they begin to leak. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Three unused representative samples were received for evaluation by our quality engineer team. Upon examination, no damages or anomalies were observed. Through testing, leakage was not observed on any of the returned units. During the leakage test, a secure connection was obtained. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of leakage. As the representative samples performed within specifications, a root cause could not be determined for this incident. Device/batch history record review findings: lot 7256817; was built and packaged on afa line 11 on (B)(6) 2017 through (B)(6) 2017 and packaged on afa line 9 for the quantity of (B)(4). DHR review disclosed no indication of the alleged defect as it was noted that there were no rejected findings throughout the build of this lot that would impact upon the quality of the catheter product. Set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test passed per specification. Sap (qn) database review findings: subject code was an s2 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. Received three unused representative 22g bd insyte autoguard IV blood control IV catheter units within sealed packaged from lot 7256817. There was no anomalies or damage to the packaging. The units had all components present and intact. Accompanying the returned units was a typed statement from the customer indicating they were returning the faulty bd iag units and the defect of leakage experienced. There was no damage to the catheter tubing (i.e. Crimps, holes, kinks, splits, or wrinkles) observed. Units 1, 2 and 3: the actuator, wedge and tubing were in the correct position and with no visible damage. There were no anomalies or damage to the end, outside (threads) or inner rim/inside of the adapter. Water/air leak test was conducted: units 1, 2 and 3: 1st leak test: attached the iso standard testing slip luer to the catheter/adapter and performed the leak test. Leakage was not observed from any area of the unit. 2nd leak test: attached an iso standard bd q-syte to the catheter/adapter, attached the slip luer to the q-syte and performed the leak test. Leakage was not observed from any area of the unit. During the leak testing, an assessment of connection compatibility of the returned units was conducted; the connections revealed a secure connection between the iso standard slip luer and bd iso standard q-syte to the adapter female luer (catheter/adapter). The connections were successful and secure; meeting no resistance. Evaluation of the representative units provided for this incident revealed no anomalies or damage and did not leak when tested. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported/alleged defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.